Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side implant exchange due to the patient's concern with the product plus capsular contracture baker grade IV, and a left side "pain/warped". Physician reported exchange due to patient's concern with the product. Device explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implant exchange due to the patient's concern with the product plus capsular contracture baker grade IV.

Event description:
Patient reported left side implant exchange due to the patient's concern with the product plus capsular contracture baker grade IV, and a left side "pain/warped". Physician reported exchange due to patient's concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side implant exchange due to the patient's concern with the product plus capsular contracture baker grade IV, and a left side "pain/warped". Physician reported exchange due to patient's concern with the product. The device has been explanted.